Manufacturer narrative:
The reported complaint of a catheter balloon leak was confirmed while flushing the returned icy catheter during the decontamination process. During the in/out lumen flushing, a leak was observed from the middle of the distal balloon due to a tear in the balloon. During functional testing, all infusion ports and lumens were flushed without resistance. Upon flushing the in/out lumen, a leak was observed from the middle of the distal balloon. Further inspection of the catheter under a microscope showed a balloon tear located in the middle of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 197872.

Event description:
Before inserting the icy catheter (lot # 197872), a balloon integrity test was conducted using normal saline flushing. A leak was detected in the catheter balloon, and the use of the icy catheter was immediately discontinued. A second icy catheter was then used and functioned properly throughout the evaluation. No consequences or impacts on the patient.